Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-may-28 (B)(4) (hcp, rep): information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that the patient¿s implantable neurostimulator (ins) had been overdischarged for six months or more at the time of the report. The patient mentioned that it became too difficult to charge and stopped charging the ins. The ins worked well but there was a return of usual pain due to the overdischarged state. The rep tried to read the ins with the 8840-clinician programmer but was unable to. Physician recharge mode (prm) did not reboot the ins and the patient did not want to sit for hours to try to reboot the battery. In addition, the patient¿s implantable neurostimulator recharger (insr) would not pick up the ins, so in the end, the physician has opted to replace the ins. Surgery was planned but not yet scheduled. There were no further complications reported or anticipated.